Event description:
Customer reported receiving a low threshold suspend alarm. The customer also reported receiving lost sensor alarms. The customer's blood glucose was 134 mg/dl at the time she received the low threshold suspend alarm. The customer also reported having a low blood glucose of 43 mg/dl. The customer also reported a second occurence of low blood glucose of 48 mg/dl. The customer treated their low blood glucose with orange juice and glucose tablets. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).